Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): defib conductor distorted; full lead was returned.

Event description:
It was reported that during the implant procedure the lead was not used as the proximal coil separated during implant. No patient complications have been reported as a result of this event.